Manufacturer narrative:
Correction to e1 as information was inadvertently missed on the initial. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely that due to stress from use, external factors, or handling that the coating of the insertion tube peeled. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 preparation and inspection of the endoscope 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the coating material on the insertion guide was found peeling. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus oes bronchoviberscope due to an angulation malfunction. There was no patient harm reported as a result of this event. During the device evaluation, it was discovered that the coating material was peeling. This report is being submitted to capture the peeling coating material found during the device evaluation.